Event description:
I'm using the abbott lingo cgm. It's advertised to last two weeks but my unit disconnected from my phone and failed after 7 days. I contacted lingo customer support via email on 10/7 and received reference number 8023. I followed up on 10/9, referencing the same number, and received no response. This as an otc (over the counter) request, not by prescription. The original order was (B)(4).